Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopy. According to the reporter: during the case, an internal white plastic piece stripped off and fell into the patient's cavity. The plastic piece was removed and the device will be sent for evaluation. No additional bleeding and no tissue damage were reported. No patient injury was reported.